Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 237 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that the only thing that showed on the screen was version 2.4a. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit had unresponsive buttons due to corroded keypad traces. The unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.